Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients order and information were not showing in intensive care unit station. A technical support specialist (tss) was informed by the customer that the locations device had been upgraded to version 1.7.4 and that users were still adjusting following the upgrade. The tss explained that patient information was populating correctly, but users were required to check patients' in through the electronic health record system in order for the patients to appear on the medication station. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all patient orders and information were not displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.